Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, de novo in the proximal right coronary artery (rca). The 3.5x8 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured at 16 atmospheres. No additional balloon was used for post-dilatation. There was no resistance advancing or removing the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.